Event description:
Same case as MDR: 2134265-2014-02916; 2134265-2014-03078. It was reported that automatic pullback failure occurred. During procedure, a 120v ilab cart ultrasound imaging system was used in conjunction with an unknown imaging catheter. The physician tried to perform pullback but mdu was unable to run in automatic pullback. The procedure was completed using manual pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).